Event description:
The user reported that whilst they were flushing the distal line on the portocath, they noticed that the smartsite plus valve on the medial line was leaking. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. The device has been requested for investigation but no received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.